Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke on the spacer when trying to deploy the device. The device was removed and a new spacer was successfully implanted in the patient. The device will not be returned as it was retained by the medical facility.